Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for an ablation. The right ventricular (rv) lead exhibited a loss of capture and was found to be dislodged. The physician decided to go ahead with the ablation and then revise the rv lead. The ablation was completed and the patient was in atrial fibrillation, when there was a complete loss of capture for about forty five seconds. After placing the wand over the patient, pacing was immediately restored. The lv lead was still capturing well. The device was reprogrammed and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.